Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
The patient reported on (B)(6) 2024 that they discontinued use of the ilet system after experiencing what they described as life-threatening hypoglycemic events, noting that their a1c increased from 8% to 10% during device use despite having received formal training from a clinical diabetes specialist; the patient stated they had insufficient support from their healthcare provider, had since transitioned care to dr. Pamar, and confirmed they were no longer using the device and declined further training or troubleshooting. Although outside the 90-day return window, the patient requested to return the ilet, and a return authorization was approved on april 24, 2024, with the device (one ilet unit) received by the manufacturer on may 7, 2024; on may 8, 2024, the RMA was confirmed as received and credit processing was initiated.